Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3387-40 lot# va2l1kt implanted: (B)(6) 2022 product type lead product ID 3387-40 lot# va2l1kt implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced deterioration in balance due to programming since dbs implantation. Poor tremor control. These symptoms last a long time, the timing cannot be specified but his mother says that since the electrodes were implanted he was worsened. Interventions included therapy being suspended on the (B)(6) 2023. On the (B)(6) 2023 they turned it on and lowered the electrode frequencies. On the 10th of may the therapy was suspended. Event resulted in in-patient hospitalization, emergency room visit, and an urgent care visit. Diagnostic says it could be due to high frequency stimulation. Etiology indicated the relationship of the event to the device or therapy is possible. The issue was ongoing.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40; lot#: va2l1kt; product type: lead. Product ID: 3387-40; lot#: va2l1kt; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was high impedance and worsening of symptoms and tremors due to programming. Deterioration in balance was removed as a clinical diagnosis. The etiology was indicated as possibly related to the device - leads.